Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a lingual tonsillectomy procedure, the middle portion upper 2/3rds of the epiglottis were necrosis. At the follow-up appointment 30 days later, this was identified, and the patient has been sent to specialist for therapy. The surgeon didn¿t believe he touched the epiglottis with the halo wand during the case.

Event description:
It was reported that, one month after a lingual tonsillectomy procedure, the patient was coughing when drinking liquid, the surgeon concerned for aspiration, scoped and it showed that the middle 1/3rd of the epiglottis had necrosis to about a 1/3rd stump compared to the left and right thirds of the epiglottis. Also, the surgeon sent the patient for a swallow study which showed that he had penetrations into his airway above the vocal cords on thins, thickened and purees. The patient is safe with coughing and has been working with speech therapy. The surgeon believes he didn¿t touched the epiglottis with the halo wand during the case. The patient is meeting with one of the head and neck surgeons that does robotic surgery to discuss repair should the swallowing worsen.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. H11: corrected information in h6 (health effect - clinical code).